Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the left ventricular lead dislodged. During repositioning procedure the lead was reconnected with the ICD and the loss of capture at high output was noted. The lead was explanted and replaced.